Event description:
It was reported that the right ventricular (rv) lead apparently dislodged several months after implant. Tissue in the helix mechanism made it impossible to retract the helix and reposition the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.